Event description:
It was reported that the healthcare provider was unable to get cerebrospinal fluid (csf) back during a catheter placement. They stated they tried to pull back using a syringe and still did not get anything back. They stated that the patient was allergic to dye and contrast solutions. When asked if they confirmed needle placement using imaging, the representative stated they ¿thought they were in the intrathecal space, but they were not certain¿. The medication infused was not reported.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).